Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. Customer reported of not being able to clear low reservoir alarm due to buttons not responding. Insulin pump will be replaced.